Event description:
The doctor claims that during a femoral-popliteal bypass procedure, the graft leaked blood [sweated] through its walls. The graft had been tunnelled subcutaneously using a debakey aortic clamp. At no time was the graft soaked in saline nor was any saline or other fluid injected into the lumen of the graft. Despite the administration of protamine, the doctor waited about 20 to 30 minutes for the leakage to stop. Eventually the graft stopped leaking. Approximately 200cc of blood was lost through the graft. No corrective action was taken. The graft was left in. The procedure outcome was reported as successful with difficulties. The pt's condition is reported as fine.